Event description:
It was reported that the implants failed to integrate and were removed. Non-integration.

Event description:
It was reported that the implants failed to integrate and were removed. Non-integration.